Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information was provided to adequately evaluate the case. There is no mention of stent system failure. Low iop, or hypotony, is an established risk associated with use of the stent system that is clearly stated in the product labeling. (B)(4).

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information was received from the consumer; he indicated that his health condition is still unchanged. He added that after viscoelastic injections, his eye pressure went regularly down to 03 mmhg again. He indicated that the involved doctors shy away from explantation of the stent, mainly due to "operational risks". The consumer added that the current state is not sustainable in the long term; in addition to the impairment in the personal area, this state also begins to become threatening for his career.

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that since implantation of a glaucoma stent, he has had too low intraocular pressure (iop). Additional information was received from the consumer. He is currently in treatment by his surgeon; the surgeon tried to increase the eye pressure with injections in the anterior chamber. This treatment has sometimes been successful and sometimes not because the eye pressure decreases again. The consumer has already received several injections; the last one was (B)(6) 2018. The consumer could not provide further information and did not want the surgeon to be contacted; however, the consumer agreed to forward our questionnaire for additional information to his surgeon.